Event description:
Noise was reported on the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the lead insulation was abraded at 14.3 cm to 14.8 cm from the connector pin. One of the cables melted open, as a result of friction with the ICD can. The abrasion from the inside under the rv shock coil exposed the is-1 proximal cables, and the rv shock coil producing an electrical short between the ICD can and the rv shock coil.